Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The event took place on july 26, 2025 at 07:15 pm on bed m1. The x2 device was used in stand-alone mode with its connection to the patient information center (ix). The x2 device fell, leading to a loss of centralization and the speaker was no longer functional. The customer requested to know when there was a loudspeaker fault alarm. The biomed evaluated the x2 alarm review and stated it did not show the time of the loudspeaker inop. There was no sound from the alarm indicating that the speaker was not functional. The device wifi antenna and the speaker have been replaced. The rse retrieved the clinical audit log data. A philips clinical product specialist (cps) reviewed the pic ix audit logs for the alleged time. The audit logs for july 26, 2025 have no entries for the m1 bed label. The cps could not find any evidence of pre-existing speaker errors in the audit log for any other x2 in the unit. The logs show that bed m1 was not connected to the pic ix on july 26, 2025 and therefore the logs did not capture the event. The x2 alarm review was not made available to philips. The fall of the x2 device, subsequent loss of connectivity and loss of speaker function resulted in the red alarm audio failure audio failure. The x2 alarm review logs were not provided so philips was unable to determine when or if there was a loudspeaker fault alarm. Information is being provided to the customer to resolve the issue.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. When the biomedical engineer retrieved the x2, an inop indicating a speaker fault was noted but there was no sound. The speaker and wi-fi antenna were replaced. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the nurses did not hear a red alarm and the patient passed away. The patient was being monitored with the x2 monitor, which the staff was aware was not networked with a central station. When a red alarm occurred, the nurses did not hear an alarm, and the patient passed away. The customer requested assistance determining when the inop first occurred.